Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2014-01661; 2134265-2014-01660. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received with a damaged lemo cable. However, device analysis revealed that the unit met specifications of mdu-5 qc functional test and successfully underwent a continuous burn-in for 8 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR: 2134265-2014-01661; 2134265-2014-01660. It was reported that automatic pullback failure occurred. A 120v ilab cart ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failed. No patient complications were reported and the patient's status is fine.